Event description:
The customer reported via phone call that the insulin pump experienced a backlight anomaly and had a scratched screen that was difficult to read at times. He also noted that the insulin pump required frequent battery changes every 3 weeks. The customer did not provide the blood glucose reading and declined troubleshooting assistance for the matter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.